Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist advised the customer to reboot the station. After the reboot, the station was working and back online. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station screen became unresponsive while in the patient summary view. The customer stated that the malfunction occurred when a user tried to issue medication, resulting in a delay as the user had to get the required medication from another station. There were no adverse events or injuries reported based on this event.